Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. A follow up visit has been scheduled to replace the monitor and the display control circuit board. No further problems are anticipated once the replacement is made. An additional report will be filed if other information becomes available.

Event description:
It was reported that one of the system 2600's display monitors was not working making the system non-operational without great efforts to work around creating delay. There was no adverse patient involvement reported. There as no patient information reported.